Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported to a company representative that the patient was recently seen in clinic, and the vns was functioning properly. The patient actually wanted the generator to be better secured in the pocket. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
A physician's office reported to a company representative that the patient's vns was not working. No additional relevant information has been received to date.

Manufacturer narrative:
Type of report, corrected data: the follow-up report #01 inadvertently reported type of report as ¿02¿ rather than ¿01¿ report. This follow-up report #02 report is therefore submitting type of report as ¿01¿ rather than ¿02¿ for submission purposes. The numbering in type of report is accurate on both reports.

Event description:
The company representative received information from the patient's nurse indicating that the patient's vns was fine, and the patient was not experiencing issues related to the vns. No additional relevant information has been received to date.